Event description:
Patient underwent neuromark procedure on (B)(6) 2023. On (B)(6) 2023 (23 days post procedure) the patient experienced left sided posterior epistaxis from sphenopalatine artery branch. The patient was taken to or for left sphenopalatine artery ligation. The patient was discharged from hospital less than 12 hours after spa ligation.

Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.